Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the distal right coronary artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the post-percutaneous coronary intervention imaging, the ivus catheter became entangled with the guidewire, requiring the entire system to be removed. The procedure was completed with a non-boston scientific device. No patient complications were reported.